Event description:
It was reported the patient came to the emergency department with complaints of increased pain and would breakdown around his right buttock. The patient had a scs placed in 2011. Initially it provided some relief but eventually became non beneficial and eventually became completely nonfunctional. The patient reported the generator was unable to hold a charge and had been off for many years. Patient stated he bumped into an object a few weeks ago and since then has had increase of pain and eventually a wound developed over her ins site in his right buttock and now has an exposed ins. Hcp recommended explant; the system was then explanted.

Manufacturer narrative:
H3: analysis has not been conducted at this time; when analysis is completed a supplemental rr will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the device was returned and they indicated there was a spinal cord stimulator wound.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: product analysis pli# (B)(4), product ID#37712, s/n ((B)(6)) analysis determined that the implantable neurostimulator (ins) is permanently damaged due to multiple overdischarges. Pli (B)(4), product ID #3888-33, s/n ((B)(6)) analysis identified that the electrode was damaged at the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.